Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 648 mg/dl at the time of hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced headache and diarrhea due to high blood glucose. The customer was treated with fluid and insulin. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.